Event description:
It was reported by the customer that a pyxis medstation es system drawer became jammed.the customer stated that there was a delay in dispensing of the medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no defect found from the device. A field service engineer confirmed that the issue was resolved by customer. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.